Manufacturer narrative:
Product event summary: the full lead was returned and analyzed no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced perforation by the right ventricular (rv) lead. The lead was explanted and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.